Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2mm x 6cm orbit galaxy helical xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The coil component was inspected under the microscope. It was observed to be in normal, good condition (i.e., no elongations, no kinks, nor non-concentric loops were noted). The helical shape found in the coil is an expected characteristic of its design. This spiral configuration is not the result of random deployment but rather emerges as an optimal structural solution for its specific function. Additionally, no damages were found on the orbit galaxy coil that could have been related to the issue reported during the procedure. The reported issue documented in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31028747) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ appropriate selection of the detachable coil is critical to ensure device effectiveness and patient safety. ¿ examine pre-embolization angiograms in order to choose the optimum device for any given lesion. It is important to select the optimum coil length, coil diameter, and coil type to ensure desired volumetric filling. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31028747) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician filled the aneurysm with the first coil, a 2mm x 6cm orbit galaxy helical xtrasoft (640hx0206 / 31028747), and it was observed that the shape of the coil was different than expected. The coil came out in the same direction all the time and cannot be rotated randomly. The physician retracted the coil and replaced it with a competitor brand coil to complete the procedure using the original microcatheter (unspecified brand). There was no report of any negative patient impact. On 10-jan-2024, limited additional information was received. Per the information, there was no damage observed on the coil when it was removed from the patient. The microcatheter used was an echelon¿ 10 microcatheter (medtronic). The information confirmed there was no negative patient impact and there was no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-jan-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.